Manufacturer narrative:
Additional information: h4, h6, h11 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection, the provided photograph did not show a leak from the device. Due to the nature of the provided sample, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink system non-dehp t-connector extension sets disconnected from the patient during use resulting in blood loss. To resolve the event, the sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.